Manufacturer narrative:
The product was returned and analysis was performed. The reported difficulty to open the lever was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined as the issue was not confirmed. It was observed that a needle to cuff miss occurred likely leading to the additional observed damage of a scratched anterior needle, and deformation to the posterior needle shank and cuff tabs. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional procedure using a small-bore sheath (</=8f). Reportedly, when the proglide was positioned in the artery, the lever could not be lifted to open the foot of the device. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.